Manufacturer narrative:
(B)(4). Correction - it was initially reported that the device would be returned for analysis. Subsequent information revealed that the device is not available for evaluation. It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat a heavily calcified left anterior descending artery. Pre-dilatation was performed with a mini trek balloon catheter. A 2.5 x 23 mm xience xpedition was being advanced to the lesion and it could not cross the lesion when the hypotube broke. It was easily removed from the anatomy as it was still in one piece. There was no resistance removing the catheter. A non-abbott stent was advanced to the lesion and it also could not cross. The procedure was successfully completed with a balloon catheter for plain old balloon angioplasty (poba). There was no clinically significant delay in procedure and no adverse patient effects. No additional information was provided.